Manufacturer narrative:
Correction/removal report number: 3010291427-09/06/19-001-r one (1) sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a spike port cap leak from the base of the spike port tubing was observed. The reported condition was verified. The cause of the condition could not be determined. The two remaining samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) units of 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The leaks were discovered during setup and preparation, before patient use. There was no patient involvement. No additional information is available.